Event description:
It was reported that the patient underwent a surgical procedure to revise this artificial urinary sphincter (aus) due to atrophy. The 4.0 aus cuff was explanted and replaced with a new 4.5cm aus cuff. The patient fully recovered following the procedure.